Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via medtronic social media of no delivery alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that even with a perfect injection site, the delivery failed. The customer stated that she put in 5 different sets. The customer was advised to call 24-hour helpline for assistance.